Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified mid left anterior descending artery. The 2.5x12 mm trek balloon ruptured on the first inflation of 6-7 atmospheres and was retracted from the patient without issue. No resistance was felt during advancement of the balloon catheter to the lesion. A new same size trek balloon was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.